Event description:
During the implant attempt, the physician could not retract screw. He tried "20 times." The lead was removed and a new lead was implanted. No pt complications - pt did "ok" throughout procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned; blood in/on helix helix mechanism.